Event description:
A surgical service manager reported there was no torsional power from the handpiece during a cataract with intraocular lens implant procedure. They tried several handpieces and rebooted the unit to troubleshoot but the issue remained. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 14, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).